Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedances, wherein the leads were explanted and replaced. Postoperatively, the patient is doing very well. The explanted devices will not be returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d.2b: additional applicable product codes: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedances, wherein the leads were explanted and replaced. Postoperatively, the patient is doing very well. The explanted devices will not be returned due to facility policy.

Manufacturer narrative:
The devices were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the devices met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported.therefore, in the absence of devices return and analysis the likely root cause could not be established.block b3: approximated based on the date the manufacturer became aware of the event.block d.2b: additional applicable product codes: qrb.additional suspect medical device components involved in the event:product family: scs-linear leads.upn: m365sc2317700.model: sc-2317-70.serial: (B)(6).batch: 5072121.UDI: (B)(4).